Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by a surgeon that during a surgical procedure two screws broke when implanting a screw with a plate on the bone trunk side. The part of each screw that broke off was left in the patient. No medical intervention and no adverse consequences were reported with this event. The procedure was completed successfully without a delay.

Manufacturer narrative:
The reported event that bone screw, t7, 2.7x14mm was alleged of issue breakage during surgery could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by excessive torsional force applied during screw insertion. The device inspection revealed the following: the torx-profile of the screw head was heavily damaged / deformed and stripped. This indicates that excessive force (torsional) must have been applied during screw insertion leading to the breakage of the screws. In case of intended use such damage would not have occurred. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported by a surgeon that during a surgical procedure two screws broke when implanting a screw with a plate on the bone trunk side. The part of each screw that broke off was left in the patient. No medical intervention and no adverse consequences were reported with this event. The procedure was completed successfully without a delay.